Event description:
The e-mail received from the (B) (4) registry indicated that approximately one month post index procedure, the patient experienced right-sided weakness and numbness and was diagnosed stroke. The patient is an (B) (6) female who was enrolled in the (B) (4) study. The target lesion was the ostium of the left internal carotid artery (ica). The rate of stenosis was 85%. The lesion was described as eccentric. Tortuosity was mild. An angioguard distal protection device was successfully deployed distal to the lesion. A precise (pc0740rxc / lot 15048864) stent was successfully placed in the lesion. The angioguard was removed. There was no debris found in the filter basket when removed from the patient. The procedure was successfully completed. There was no reported injury during the procedure. Approximately one month post index procedure, the patient returned to the hospital for a follow-up due to episodes of right-sided weakness and numbness. After having the precise stent placed in her carotid artery, she developed some right arm and forearm episodic numbness. The patient states that these episodes last a few minutes at a time. A CT scan showed some subarachnoid hemorrhage around the cortical infarct. Cta of her neck showed a patent carotid stent and mild right carotid stenosis. The patient's diagnosis was stroke with subarachnoid hemorrhage and small seizures following left carotid stenting. There were no intracranial lesions or stenosis seen in the CT scan. An eeg was unremarkable for active epileptiform activity. Since the patient was discharged from the index procedure has had no headaches or further right-handed spells since she was started on keppra.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant products:aspirin, clopidogrel. Heparin, keppra, plavix concomitant devices: angioguard distal protection device

Manufacturer narrative:
The e-mail received from the (B)(4) registry indicated that 21 days post index procedure, the patient experienced episodic right-sided weakness and numbness and with a diagnosis of stroke with subarachnoid hemorrhage. Recovery was full with no residual indicated in the study data base as unrelated to device and unrelated to procedure. The patient is a (B)(6) female who was enrolled in the (B)(4) study. The target lesion was a recurrent stenosis at the site of a previous carotid endarterectomy of the ostium of the left internal carotid artery (ica). The patient was asymptomatic with a baseline nih score and modified rankin score of 0. Concomitant medical history included cardiac arrhythmia, history of smoking, coronary artery disease, and hypertension. The rate of stenosis was 85%. The lesion was described as eccentric. Tortuosity was mild with a length of 20mm. An angioguard distal protection device was successfully deployed distal to the lesion. Pre-dilation was conducted without resistance to pta. A precise (pc0740rxc / lot 15048864) stent was successfully placed in the lesion. The angioguard was removed. It was indicate that there were no technical difficulties or associated major adverse events. The final target lesion percent diameter stenosis was 0%. There was no debris found in the filter basket when removed from the patient. The procedure was successfully completed. There was no reported injury during the procedure and indicated that there were no neurological deficits when the patient left the angiography suite. Documented post procedure cardiac enzymes were below upper limits and CT noted no acute intracranial abnormalities. The patient's discharge neurological scores three days post procedure were unchanged from baseline with indication of no adverse events. Antiplatelet therapy included pre procedure and discharge aspirin and pre and post procedure and discharge clopidogrel. At thirty day follow-up, the nih and modified rankin score were 0 with indication of a previous adverse neurological event. Approximately t month post index procedure, the patient returned to the hospital for a follow-up due to episodes of right-sided weakness and numbness. After having the precise stent placed in her carotid artery she developed some right arm and forearm episodic numbness. The patient states that these episodes last a few minutes at a time. A CT scan showed some subarachnoid hemorrhage around the cortical infarct. Cta of her neck showed a patent carotid stent and mild right carotid stenosis. The patient's diagnosis was stroke with subarachnoid hemorrhage and small seizures following left carotid stenting. There were no intracranial lesions or stenosis seen in the CT scan. An eeg was unremarkable for active epileptiform activity. The patient was started on keppra with no headaches or further right-sided spells. Since the patient was discharged from the index procedure has had no headaches or further right-handed spells since she was started on keppra. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Intracerebral hemorrhage and stroke are known potential adverse events associated with carotid artery stenting procedures. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, suggest that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Transient cerebral hyperemia can lead to neurological changes including seizures and intracerebral hemorrhages. Intracerebral hemorrhage most often results when chronic high blood pressure weakens a small artery, causing it to burst. In some older people, an abnormal protein called amyloid accumulates in arteries of the brain. This accumulation (called amyloid angiopathy) weakens the arteries and can cause hemorrhage. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Therefore, no corrective actions will be taken at this time.